Event description:
Customer's daughter reported blood glucose results of 389 mg/dl and 150 mg/dl within 10 minutes on the advantage system. Customer did not know date/time of results. No adverse event reported. A request was made for the return of the system, replacement was sent.